Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the motor passed the motor test. The insulin pump passed the displacement accuracy test.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed all functional testing, including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No motor error alarm or excessive no delivery alarm was noted. The insulin pump was received with a cracked case at a display window corner, cracked reservoir tube lip and minor scratches on the display window.

Event description:
It is reported that a customer received a motor error alarm on their insulin pump. The patient's blood glucose level was at mg/dl. The customer stated that he was admitted ot the hospital for low blood glucose of 20 mg/dl. The customer's blood glucose at the time of the motor error was 516 mg/dl. The customer was treated with an IV drip. The customer was advised that they can reduce the likelihood of these occurrences by allowing the bolus delivery to complete before accessing the sensor glucose graph. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.